Event description:
A cracked and shattered touchscreen on a customer's insulin pump was reported, rendering the touchscreen unresponsive and illegible, preventing interaction with the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.